Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high thresholds and undersensing. Upon lead revision it was noted that the lead had perforated the patient. The lead was capped and replaced